Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. The reported complaint that an astral device was inoperable and failed to start was not confirmed. No failure events were recorded in the device logs and the reported failure could not be reproduced during investigation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable upon device start-up. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable upon device start-up. There was no patient injury reported as a result of this incident.